Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use mechanical lithotriptor had a broken basket tip when gently threading the wire onto it. The intended procedure was completed. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, visual inspection as received condition found no damage on the working length as its coil sheath is uniformed, and the basket was retrieved inside. It was observed that there was unknown substance clogged inside the injection port, distal end, and distal tip indicating use. The distal end was then inspected under a microscope, and confirmed its distal tip was torn/split lengthwise from the guidewire insertion hole. To perform functional inspection, the pipe was operated trying to push out the basket, but the basket got stuck inside and would not extend due to the unknown substance that had become hardened. Therefore, the basket could not be inspected. The event can be detected/prevented by following the instructions for use which state: the instruction manual contains a warning to the user regarding this event. (Drawing number:gk5909, revision number: 21). ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.